Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that there was a fall and the patient bumped her hip. There was swelling and she was concerned that she might have knocked something loose. The fall occurred in (B)(6) 2016. The patient had never really been able to feel stimulation due to radiation/nerve damage, which was unrelated to the device/therapy. The device had "never done a great job." The patient also had parkinson's and many surgeries which were unrelated. The patient was on program 2 at 2.95v. The issue of therapy never really worked and never really felt stimulation began since implant on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.